Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed kinks in the sheath and imaging window assembly. The device was returned with the imaging core and imaging window entangled with the guide wire at the floppy section of the wire. Visual and microscopic inspection revealed the imaging window was detached near the lapjoint section and the imaging window was twisted. The reported issues were confirmed.

Event description:
It was reported that catheter issue occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, when attempting to insert the catheter into the target lesion, it was difficult to cross, so the catheter was pushed in. As imaging was started on the proximal side of the lesion, the guidewire became entangled with the ivus catheter, resulting in a shaft twist. The procedure was completed with another of same device. No patient injury was reported.

Event description:
It was reported that catheter issue occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, when attempting to insert the catheter into the target lesion, it was difficult to cross, so the catheter was pushed in. As imaging was started on the proximal side of the lesion, the guidewire became entangled with the ivus catheter, resulting in a shaft twist. The procedure was completed with another of same device. No patient injury was reported.